Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the battery longevity projection had gone from 3.5 years to 4 months in approximately three months. The device data was analyzed by a boston scientific technical services (ts) consultant who confirmed the pbd and recommended device replacement within 90 days. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This report contains additional information regarding device explant, an update to initial reporter contact information as well as device analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the battery longevity projection had gone from 3.5 years to 4 months in approximately three months. The device data was analyzed by a boston scientific technical services (ts) consultant who confirmed the pbd and recommended device replacement within 90 days. Information was later received that this device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has returned and been analyzed.